Manufacturer narrative:
Date of event: (B)(6). Date of report: 30aug2019. International UDI # (B)(4). During further investigation (fi), an external visual inspection of the customer returned gds system revealed that the unit was missing the data acquisition (da) pcba and the o2 solenoid valve with no sign of damage or contamination. An fi test da board and an o2 solenoid valve were installed onto this unit and the returned gds system was installed into an fi test ventilator. The test ventilator booted into diagnostic mode. The airflow accuracy test (pvt test 5) was performed and failed at 0 slpm. The oxygen flow accuracy test (pvt test 6) was performed and passed. The failure was traced to a defective u1 on the airflow sensor pcba that generated the inaccurate reading. The u1 on the airflow sensor pcba was replaced. The airflow sensor was reattached to the customer returned gds system and the gds reinstalled into the fi test vent. The test ventilator was booted into diagnostic mode. The airflow accuracy test (pvt test 5) was reperformed and passed. The test ventilator booted up into normal ventilation mode and delivered breaths. The power was cycled on and off 15 times without producing any failures. The customer returned gds system was allowed to run for approximately one (1) hours and no errors were generated. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the atmospheric pressure was out of specification. There was no patient involvement.